Event description:
It was reported that approximately 15 months after the promus stent implantation in the mid left anterior descending (lad) coronary artery, the patient reported ongoing chest pain and had a positive nuclear stress test. In-stent restenosis was diagnosed. The patient was hospitalized and underwent percutaneous coronary intervention to treat the restenosis in the mid-lad. The patient was discharged the following day with symptoms resolved. The physician considered this event not related to the promus stent or index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, ischemia and stenosis are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.